Manufacturer narrative:
Correction: system serial number updated to proper value.

Manufacturer narrative:
Correction: mfg date.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The image processing component was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used in a spinal procedure. It was reported that the images taken seemed to appear lighter than they should. The surgeon was still able to use them for the surgery. An additional imaging system was brought in to aid the surgery. There was no reported impact on patient outcome. There was no reported delay to the procedure due to this issue. No further information was provided.